Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device and found the internal battery failed. A known good internal battery was used for testing and the device worked as designed. The internal battery has been ordered and will be replaced when obtained to address the issue. The device failed an fio2 sensor test during testing and the fio2 sensor was replaced preventatively. This would not affect the device's ability to deliver therapy as the fio2 sensor is used for monitoring only. The device was tested and passed all testing.